Event description:
During tfn procedure, the set screw was in the down position when nail was implanted, causing the helical blade to get stuck in the nail. Surgeon removed the nail and helical blade and replaced with a new nail and helical blade. Procedure was completed with no further problem, no harm to patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Record search/review a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.